Manufacturer narrative:
H10: a philips field service engineer (fse) was dispatched to further troubleshoot/evaluate the device. The device evaluation was performed by the fse on the actual device involved in this complaint. According to service notes, the fse was unable to witness or duplicate the reported problem. The fse reimaged the device as a precautionary measure and tested. The device passed all functional testing and was returned to service. The absence of further calls supports that the reported problem has not recurred. The device remains in use at the customer's facility. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that a patient went into v-fib while a 9 second delay was occurring, so when the software caught up they shocked the patient to take them out of v-fib. The patient was reported as stable upon leaving the room and was sent to surgery. There was no lasting impact reported as a result of this incident.